Event description:
It was reported the reprocessor acecide was failing efficacy. It is unspecified when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, the root cause could not be identified. However, it is likely that the disinfectant solution expired due to more than 5 days passing since its initial use. Additionally, it is presumed that the user did not carefully read the instructions for use (IFU) and lacked knowledge about the equipment. User can detect/prevent the event of rpd1201 in accordance with instructions for use(IFU) below. Oer-pro operation manual. 6.4 setting the disinfectant solution counter. ·note on the disinfectant solution counter function. Acecide-c product overview. ·reuse period up to 5 days. Olympus will continue to monitor field performance for this device.